Event description:
It was reported that the pt's internal neurostimulator (ins) turned itself off while going through an archway in her home. It was also reported that the pt was not near any electrical or magnetic devices during the event. The event has not been recurred. Additional info has been requested from the hcp, but was not available as of the date of this report.